Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during fill 1 of 4. She discontinued treatment. When she opened the cassette door she found fluid leaking from the cassette. She was advised to contact her pd nurse. The sample was not made available for evaluation. During follow up the patient's pd nurse reported the patient did not experience any complications. No adverse event reported at this time.